Manufacturer narrative:
This is the same event as 3010536692-2016-00299.

Event description:
Allegedly the patient was revised due to the following mom complications: elevated blood metal ion levels, small amount of fluid in the trochanteric bursal region of the right hip, persistent pain and decreased mobility (right).